Event description:
Boston scientific received information that during a normal device changeout, this epicardial lead patch was noted to be fractured. Fluoroscopy confirmed that there was a break in the patch conductor coils. The lead was surgically abandoned and replaced with no adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned. No further information is available. This report will be updated if more information becomes available.